Event description:
It was reported that the device failed during patient-set up. Tubing broke off.

Manufacturer narrative:
Rec'd vamp jr. System. Tubing was completely detached from solvent bond joint with the stopcock luer (shut-off valve). Indication of adhesive was visible at small part of tubing bond area and appeared to be thin. It did not appear that the adhesive chemically etched to the surface of the bonding components. Tubing was also bent near the site of detachment. Tubing o.d. Was .111" which was within spec.